Event description:
It was reported that during use with 6 bd vacutainer® z blood collection tubes there was hemolysis of the samples. There was no report of patient impact. The following information was provided by the initial reporter: bad separation. The customer tested several times with this lot and an new one, and the problem occurred just on this lot. It was the same person and sample taker who did the test.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported that during use with 6 bd vacutainer® z blood collection tubes there was hemolysis of the samples. There was no report of patient impact. The following information was provided by the initial reporter: bad separation. The customer tested several times with this lot and an new one, and the problem occurred just on this lot. It was the same person and sample taker who did the test.

Manufacturer narrative:
H.6. Investigation summary: "bd received 100 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hemolysis and poor serum was observed. The customer samples were clinically evaluated: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Fibrin mass was observed in the samples tested; therefore confirming the complaint for poor serum (fibrin mass). The presence of complete fibrin mass prevented evaluation of hemolysis via clinical observation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor serum (based on observed fibrin mass and photo review) and hemolysis (based on the photo review). "

Event description:
It was reported that during use with 6 bd vacutainer® z blood collection tubes there was hemolysis of the samples. There was no report of patient impact. The following information was provided by the initial reporter: bad separation. The customer tested several times with this lot and an new one, and the problem occurred just on this lot. It was the same person and sample taker who did the test.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 6 bd vacutainer® z blood collection tubes there was poor barrier separation. There was no report of patient impact. The following information was provided by the initial reporter: bad separation. The customer tested several times with this lot and an new one, and the problem occurred just on this lot. It was the same person and sample taker who did the test.